Manufacturer narrative:
An event of drop in blood pressure during procedure and valve migration towards aorta upon deployment was reported. Information from field indicated that the valve was snared up to avoid coronary obstruction. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on cine review the valve appeared fully deployed and remained in a high implant position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and cine review, the cause of the reported valve migration and hypotension is possibly related to procedural condition (high implant). However, the exact cause could not be conclusively determined. The surgical intervention is a result of valve-in-valve implant. The patient status was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Navitor valve was selected for implant for a valve-in-valve procedure. Please note that per the instructions for use, "the navitor¿/navitor titan¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve." And "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant for a valve-in-valve procedure in a 21mm trifecta valve. No pre-dilation was performed. During the procedure the valve appeared to be constrained on all aspects at 80% deployment with good depth. At 80% deployment the implant depth was 3-5mm from both the non-coronary cusp (ncc) and 3-5mm from the left coronary cusp (lcc). The patient's blood pressure suddenly dropped, which led to a quick full deployment. The final implant depth was 3-5mm from the ncc and 3-5mm from the lcc. Upon deployment, the valve migrated almost past the native leaflets towards the aorta. The valve was snared up to avoid coronary obstruction. The physician mentioned the cause of migration was very small bioprosthetic which therefore meant the navitor had a lot of tension in it upon release. A 20mm non-abbott valve was implanted. A post-dilation was required after the implant of the non-abbott valve and still be going for surgery due to high gradients in the non-abbott valve. The patient status was stable.